Event description:
On (B)(6) 2013, pt admission to our ed with seizures. During the initial assessment and treatment, rn attempted to place an IV catheter into the pt's right ac area. Good blood return but noted swelling in the area around the hub and removed the IV catheter. The catheter tip, appropriately 1 inch in length was missing when catheter was removed from the site. Radiology films were taken but the catheter tip location was not identified. IV catheter was radiopaque. Pt was treated for seizures and once stabilized, he was released with instructions to return to ed the next day for follow up on foreign body. On (B)(6) 2013, he was...